Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted. While placing the second clip on the leaflet, it was observed that a triclip steerable guide catheter (tsgc) would not hold the column and air was present in the device. Clip was implanted and the guide was removed from the patient. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on the information provided by the account and without the device to analyze, the cause for the reported leak and air/gas in the device cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted. While placing the second clip on the leaflet, it was observed that a triclip steerable guide catheter (tsgc) would not hold the column and air was present in the device. Clip was implanted and the guide was removed from the patient. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.